Event description:
(B)(4), a supplier for the agfa dx-d 600 system reported to agfa a safety issue with the cables of a similar system in (B)(6). This report is for the event reported for a similar device to agfa's dx-d 600 system. This event does not involve agfa's dx-d 600 system. The non-agfa customer reported to the supplier (B)(4), on (B)(6) 2018, a system experienced two cables breaking and the system fell to the ground. The same day the customer reported the issue, the supplier (B)(4) visited the hospital. Together with the radiology service technicians, the supplier completed an on-site analysis of the system status and the environment where it was located. The simultaneous breakage of the two steel cables that support the system to its roof anchor was checked. Once the parts involved were disassembled, an unusual, asymmetrical wear was detected in the grooves of the pulley through which the damaged steel cables pass. Further investigation revealed, an unusual noise was detected in the vertical movement. Once the cause of this was analyzed, it was found that the noise was due to friction between the two steel cables, which had come into contact due to the greater wear produced in one of the grooves of the pulley in question. It was determined the status of these steel cables had not been checked during the last maintenance performed. (B)(4), the supplier has made a decision to communicate to all customers a mandatory review of the entire install base by the various technical services to verify the status of this pulley and the two steel cables, proceeding to change them in case of detecting any deterioration in the cables or irregular or excessive wear of the pulley. According to the info agfa has received from the supplier (B)(4), this issue is also applicable to agfa's dx-d 600 systems, as they have the same mechanical design for the involved parts. Agfa completed a risk assessment of this safety issue, based on the provided information, and concluded that agfa will start an identical recall activity and we will do the necessary reporting for our devices. There has been no reported patient harm for this event reported by the supplier (B)(4). Agfa has not received any reports of a similar event involving the agfa dx-d 600 system. Any additional supplemental reporting will be reported to FDA via 21 cfr 806 reporting.

Event description:
This supplemental report is to provide a correction for date received by manufacturer.

Manufacturer narrative:
Date received by manufacturer was corrected from 6/26/2018 to 6/25/2018.